Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a procedure to explant this cardiac resynchronization therapy defibrillator (crt-d) to downgrade the patient's therapy, it had been previously noted that the non-boston scientific right atrial (ra) and right ventricular (rv) leads had never functioned well, and there had been rv non-capture. Before this device was removed, beeping tones were heard, and the device delivered two shocks. The physician had been holding the device during the second shock; therefore, felt the shock but was not injured. The device was interrogated and found to be operating in safety mode, and exhibited error codes. Technical services (ts) discussed the possibility of oversensing or the impact from electrocautery during the procedure. The device was explanted and replaced as planned. No adverse patient effects were reported.

Event description:
It was reported that during a procedure to explant this cardiac resynchronization therapy defibrillator (crt-d) to downgrade the patient's therapy, it had been previously noted that the non-boston scientific right atrial (ra) and right ventricular (rv) leads had never functioned well, and there had been rv non-capture. However, before this device was removed, beeping tones were heard, and the device delivered two shocks. The physician had been holding the device during the second shock; therefore, felt the shock but was not injured. The device was interrogated and found to be operating in safety mode, and exhibited error codes. Technical services (ts) discussed the possibility of oversensing or the impact from electrocautery during the procedure. The device was explanted and replaced as planned. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.